Event description:
Consumer called to report getting erratic readings. Analysis run on clark error grid using mean ave. Reading (69) as ref. Point vs. Bd readings of 42, 96 yielded data points in the d zone of the grid, outside of acceptable limits.